Event description:
The manufacturer received information alleging a red inoperable screen condition occurred. There was no patient harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a red inoperable screen condition occurred. There was no patient harm or injury reported. The ventilator was evaluated by the manufacturer's service center and the customer¿s complaint was confirmed. The unit have a defective main board due to error 155 and device flow sensor was defective due to contamination. Main board and flow sensor was replaced due to error 155 and muffler and filter due to contamination. The device was cleaned and passed the final test after testing.